Event description:
It was reported that during port implant procedure, the port allegedly was unable to be flushed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the fifteenth complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one powerport duo attached to a catheter and two safety infusion sets were received for evaluation. Visual, microscopic, tactual and functional evaluations were performed. The investigation is confirmed for the identified septum dislodged, partial occlusion and unable to flush issue as right port septum shows great resistance and appeared bulge out and its stem failed the mandrel test. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 05/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2022).

Event description:
It was reported that during port implant procedure, the port allegedly was unable to be flushed. There was no reported patient injury.